Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's wife reported that the infusion set tubing came apart at quick release while he was sleeping. The patient had difficulty with the set, as the tubing was breaking at site and when he woke up, he had high blood glucose. The site was at the side of the lower abdomen and the pump was worn on the belt line in relation to the site. The infusion was in use for 1 day. Reportedly, the infusions were stored in a box at the bottom of the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body no further information available.